Event description:
According to the available information the titan was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to a malfunction that caused the pump not to work. Additional information received indicated that the pump had split open, causing it not to work.

Manufacturer narrative:
Titan pump, and cylinders 1 and 2 were received for evaluation. A separation was noted in the pump body where the bulb was fully detached. This would have been site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Testing could not be performed due to the as received condition of the pump. Abrasion was noted on all both exhaust tubes of the pump. Partial separations within abrasion were noted on both cylinder exhaust tubes. These are not sites of leakage. Abrasion was also noted on other areas of both cylinder exhaust tubes. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the pump body to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. It is unknown if the pump body and pump bulb completely detached while implanted or if the separation propagated during explant to full detachment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's pump was not working. The device was explanted and replaced. No other adverse patient effects were reported.